Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported clip failing efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was not possible to establish final arm angle after the clip was placed. Three attempts were made but the issue persisted. The clip was replaced with a new clip which was successfully implanted and the mr was reduced to 1+. A second clip was placed lateral to the first clip and the mr was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.